Event description:
It was reported that the patient experienced diaphragmatic stimulation. The system was reprogrammed but the patient still felt discomfort with deep breath and certain position changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.